Event description:
The patient reported stated that she got a calibration error, and the sensor is not working at all. Troubleshooting was performed. Found that the sensor was in place for two days, and the patient was using it correctly. Advised the patient that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.